Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that verio2 meter was reading inaccurately high compared to his feelings and/or normal results. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient claimed that the alleged inaccuracy issue first began at around 1 a.m., on (B)(6) 2017. The patient reported that starting on (B)(6) 2017, he tested his blood glucose using the subject device and claimed obtaining readings of ¿303 mg/dl¿ at 9:19 p.m., and ¿282 mg/dl¿ at 10:51 p.m., and then at around 12:21 a.m., on (B)(6) 2017, he obtained a reading of ¿273 mg/dl¿. The patient felt that the readings obtained on the subject device were high compared to his feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin pump therapy and he denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that approximately an hour and a half after the alleged issue began, he had a ¿seizure¿ due to ¿low blood sugar¿ and that at 1 a.m., on (B)(6) 2017, his wife treated him with orange juice and packets of sugar. The patient denied testing his blood glucose on another device. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.